Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that a hose came loose on the pump side. The technician replaced the hose clamps, ran a test cycle and confirmed the unit to be operational.